Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) due to the device no longer working. Prior to this surgery, the physician tried to troubleshoot the device in office by pumping the device. The physician was unsuccessful in pumping the device and decided on a removal surgery where a leak was identified in tubing near pump.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) due to the device wasno longer working. Prior to this surgery, the physician tried to troubleshoot the device in office by pumping the device. The physician was unsuccessful in pumping the device and decided on a removal surgery where a leak was identified in tubing near pump.